Event description:
It was reported that the patient presented with light headedness and dizziness. The patient's right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The lead was explanted and replaced. The patient was stable throughout the procedure.